Event description:
As reported by the study, percutaneous coronary intervention (pci) was performed on lesions in the proximal and mid circumflex (cx). A 3.5x18mm cypher select was deployed in the mid cx and a 3.5x8m cypher select stent was deployed in the proximal cx. Following the procedure, a dissection was found between the two stents deployed during the index procedure. A third stent was deployed to treat it. The dissection was not seen during the index procedure and was believed to be not due to the stents, but due to the procedure. It was classified as unrelated to the study devices and highly probably related to the procedure. The patient also had a lateral wall non-q wave myocardial infarction (mi) with ck and ck-mb greater than or equal to 5 x above the upper normal limits. It was undetermined if it was target vessel related. Angiography on the same day of the procedure also revealed 98% stenosis of the mid cx. A 3.5x23mm cypher select stent was deployed to treat it. This male patient presented to the cardiac catheterization unit and 3-vessel disease was found. Two lesions were treated during the index procedure. The primary indication for intervention was unstable angina pectoris. Pre-procedure ck cardiac enzymes were within normal limits. Pre-procedure medications included aspirin, clopidogrel, statins, ace inhibitors and beta-blockers. Intra-procedure medications included aspirin and clopidogrel. Pci was performed on a 99% de novo lesion in the mid circumflex of 12mm in length in a 3.5mm vessel diameter. The (type a) eccentric lesion was characterized with a smooth contour, moderate calcification and thrombus absent. The lesion was pre-dilated with a 2.0x15mm balloon at 14 atmospheres (atm) before a 3.5x18mm cypher select stent ( was deployed at 14 atm with satisfactory results. There was no post-dilatation. The residual diameter stenosis measured 0%. Thrombin inhibition in myocardial infarction (timi) iii flow was recorded pre and post-procedure, respectively. Intra-vascular ultrasound (ivus) was not used. Pci was performed next on a 90% de novo lesion in the proximal circumflex of 8mm in length in a 3.5mm vessel diameter. The (b1) eccentric lesion was characterized with an irregular contour, little to no calcification and thrombus absent. The lesion was pre-dilated with a 2.0x15mm balloon at 14 atm before a 3.5x8mm cypher select stent was deployed at 14 atm with satisfactory results. There was no post-dilatation. The residual diameter stenosis measured 0%. Thrombin inhibition in myocardial infarction (timi) iii flow was recorded pre and post-procedure, respectively. Intra-vascular ultrasound (ivus) was not used. The patient was discharged four days after admission. Post-procedure medications included permanent aspirin, permanent clopidogrel, statins, ace inhibitors and beta-blockers. Eight days later, the patient had angina pectoris. This event was classified as unrelated to the device. No further information was provided. Telephone follow-up was made with the patient at the 1-month interval. The patient was asymptomatic. Post-procedure medications remained unchanged. No new adverse events were reported, but the patient had coronary angiography for unspecified reasons.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed product. It is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This is one of two devices associated with the reported events that were submitted under the following manufacturing numbers 9616099-2008-01168 and 9616099-2008-01169.